Event description:
It was reported that during implant, the lead had difficulty with the helix being extended. It was also indicated there was several attempts at lead placement but good tissue contact could not be achieved. The lead was removed and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix mechanism.